Event description:
Reportedly, the instrument did not fire, the staples stayed within the instrument. The surgeon converted to an open procedure as a result of the instrument not firing. The pt recovered with no further incident or injury. Procedure: lap assisted low anterior resection.